Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; therefore, visual and dimensional evaluations could not be performed. However, photographs of the head and liner were provided. Metal transfers are visible on the taper, bevel, and articulating surface of the head, consistent with dislocation events. The liner exhibits deformation in the locking feature and around the outer edges. The manufacturing records were reviewed for any deviations and/or anomalies in the process that may have affected the surgical outcome or contributed to this reported event. No deviations or anomalies related to the reported event were discovered. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. No medical records were provided, but the patient's history was communicated through correspondence with the sales representative. Two radiographs were provided and reviewed by a radiologist. The images show bilateral total hip arthroplasty with no signs of hardware failure or loosening, and no bony fractures. Osteopenia is present, with a possible oversized femoral head noted. The complaint could not be confirmed, as the radiographs do not provide evidence of dislocation the patient experienced multiple dislocations, with the first occurring a year after surgery. Each dislocation happened during activities involving an extreme range of motion. The applicable IFU, states that "complications and/or failures of prosthetic implants are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients, and/or with patients who fail to follow through with the required rehabilitation program. Physical activity can result in loosening, wear, and/or fracture of the implant. The patient must be instructed about the capabilities of the implant and the impact it will have on his or her lifestyle. The patient must be counseled about all postoperative restrictions, particularly those related to occupational and sports activities". Noncompliance with post operative precautions and stressing the joint through an extreme range of motion, increases risk and occurrence of dislocation. However, if and to what extent other aspects may have influenced the reported event remain unknown. With the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. G7 neutral e1 liner 36mm d, item# 010000856, lot# 6744987. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a primary hip arthroplasty and approximately 4 years post implantation underwent a revision surgery due to recurrent dislocations. Diligence is completed and no further information on the reported event has been provided.